Event description:
It was reported that pump declared multiple intermittent cartridge change errors during load process. There was no adverse impact to the customer's blood glucose level. Customer was able to successfully load cartridge, resume insulin delivery, and no further action was required.